Event description:
During ablation procedure, a intellanav mifi open-irrigated catheter was selected for use. It was reported that an inaccurate temperature sensing / unable to sense temperature issue occurred. No specific error message was mentioned or displayed. The device has been replaced and the procedure was completed successfully with no patient complications. The device will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.